Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of high ventricular rate (hvr) were observed on the device during episodes of atrial fibrillation. Abbott technical support was contacted and recommended reprogramming. No intervention was performed; the patient was stable and will continue to be monitored.